Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had multiple issues with insulin pump. Customer blood glucose at the time of incidence was unknown. Customer also received multiple unexpected restart error and insulin pump constantly loosing power and had to reset information in pump. The device will not be returned for analysis.

Manufacturer narrative:
.

Event description:
The customer's weight information has been changed to (B)(6).